Event description:
It was reported that during a shoulder arthroscopy, a patient experienced "a 1st to 2nd degree burn near a portal" after the procedure was complete. The surgeon states that the handpiece felt warm during the procedure. The associated shaver blade was discarded at the user facility.

Manufacturer narrative:
When the device was received, the service technician at our affiliate repair center attempted to duplicate the reported problem by holding the shaver handpiece during functional testing, and did not feel an increase in temperature. The technician found the device functioned as intended with no increase in temperature noted during testing. This device was manufactured in march 2005, and was last serviced on (B)(4) 2011. This device has a service interval of 12 months and was overdue for preventative maintenance. Also, the product manual warns the user to continually check all handpieces for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause thermal necrosis. A two year review of complaint history for this catalog number showed there have been no serious injuries or deaths related to this device.